Event description:
Unomedical reference number (B)(4). Event occurred in norway. It was reported that on (B)(6) 2023, at 20:00 hours, the child patient's infusion set was changed and the blood glucose level increased. Subsequently, at 21:30-22:00 hours, the patient went to bed with high blood glucose level according to the reading displayed on the pump. Overnight, they did not check the blood glucose level nor heard any alarms. The next day ((B)(6) 2023), in the morning, the patient was not well, but went to school. At the school, the child vomited, and the school contacted the hospital. They told to change the infusion set and administer 6 units of the insulin with pen. Moreover, when they took out the infusion set, the cannula was kinked. Further, on the same day ((B)(6) 2023), the patient was hospitalized with blood glucose level of 20 mmol/l, with mild ketoacidosis. The patient stayed overnight in the hospital. Next day, at 15:00 hours, the pump ws on again and the blood glucose level came down to 7.2 mmol/l with a fingerstick. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.